Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1202 proximal line disconnected failure. The customer reports that the new pipe is intact. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It is recommended to check gas delivery system (gds) and the data acquisition printed circuit board assembly (pcba). Per gfe response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1202 proximal line disconnected failure. The customer reports that the new pipe is intact. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It is recommended to check gas delivery system (gds) and the data acquisition printed circuit board assembly (pcba). Investigation is ongoing.

Manufacturer narrative:
(B)(6).